Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. Aortic neck was 2 cm long and 26-27 mm in diameter proximally and 29 mm in diameter at 2 cm below the renals with 30 degree angulation. The right iliac artery was unremarkable, and the left iliac had mild to moderate calcification. After the endurant bifurcated stent graft was delivered to the intended landing zone, the physician, may have jerked the delivery system slightly, which caused the stent graft to move about 2 mm distally from its intended position; the inaccurate placement was not thought to be of any concern, since the aortic neck was 2 cm long. However, on the final angiogram, a proximal type I endoleak was seen. There was not enough room for a proximal endurant cuff, a palmaz stent was placed instead. The endoleak diminished but did not completely resolve. No further intervention was performed, and the patient will be monitored in 30 days by the physician. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); incorrect technique/procedure (physician jerked the delivery system slightly). Evaluation, conclusion: user error contributed to event (physician jerked the delivery system slightly).